Event description:
The perfusionist noted a loss of balloon pressure after the balloon was fully inflated. The procedure was completed with the balloon intact and no patient issues encountered. During the deflation of the balloon, they aspirated blood and the surgeon felt that there might have been a small perforation that led to the loss of initial volume from the balloon and the movement of blood into the balloon. The balloon appeared normal when tested before the insertion.

Manufacturer narrative:
Device not returned.